Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the available log files confirmed low flow alarms for approximately 11 hours total on (B)(6) 2025. The associated flow values were less than 1.0 liters per minute (lpm) and as low as 0.0 lpm. The controller was exchanged on (B)(6) 2025, and flow improved to above the 2.5 lpm low flow alarm threshold. The system appeared to be operating at the set speed without issue, and there were no other notable findings relevant for this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. \ section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation, and low flow events were recorded. The event log file captured low flow alarm events on 20jan2025. There did no seem to be any type of external mechanical circulatory support equipment issues causing these events. A computed tomography angiogram was pending, and there was no formal echocardiogram yet. The patient was asymptomatic, hds. Hemolysis labs were in process. Other labs were at baseline. Unrelated to the low flow events, the event log file data indicated that the patient cable that was in use on 15jan was providing ~ 13.1 volts to the system controller. Additional log files were submitted for evaluation, and there were no flow/power concerns from 22jan2025. The event log file data indicates that flow values continue to do well. The trended data appears to show a gradual reduction in the average pi values since initially connected to this system controller.